Manufacturer narrative:
Philips service confirmed that hospital electricians restored power and verified system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to power on due to a tripped wall breaker on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.